Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they had keypad anomaly. The blood glucose reading is 319 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.